Manufacturer narrative:
Findings: unable to confirm e70 alarm in alarm history screen due to over written history file. Passed displacement test. Motor was tested outside of the device and passed. Intermittent motor error alarms noted during rewind due to moisture damage on motor home switch. Minor scratches on lcd window, cracked reservoir tube lip and scratches on reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus/basal. Customer's blood glucose was 194 mg/dl. The customer received an e70 alarm. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.